Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the co2 absorber canister blocked by moisture. The canister was replaced, and the unit was returned to service.

Event description:
The hospital reported a high positive end expiratory pressure alarm during preuse checkout. There was no report of patient involvement.